Event description:
The following info was provided by the cook area rep based on comments made by the user: while taking the ligator out of the packaging and setting it up for the procedure, it was noticed the spring in the handle was broken (i.e. Blue hook separated from the loading catheter). This occurred during the loading process; the loading catheter was not located inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report. The catheter, handle, barrel with six attached bands and the string were returned. One blue hook was attached to the catheter and appeared to be fully seated. The other blue hook was detached and attached to the string. The detached blue hook was situated at the end of the string next to the knot. The inner diameter of the loading catheter, the length of the loading catheter, the length of the loading catheter;s stylet wire as well as the detached blue hook were measured and verified to be within the appropriate mfg specs. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If add'l pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated to reduce occurrences of blue hook detachment. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.